Manufacturer narrative:
It was reported that the patient was experiencing power switching. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller log files covering the reported event date were not submitted or available for analysis. Failure analysis of the returned devices revealed that the battery met specifications; the units passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered. No failure detected, the battery did not experience power switching event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen in clinic for routine follow up and stated that they had a battery that was faulty. The battery would charge when plugged into the battery charger but when connected to the controller, it would quickly switch to the other battery because it states it had no power. It was stated that after a while the faulty battery would be activated again by the controller and work for some time. The battery was switched out and replaced. No additional information available.